Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a right atrial (ra) lead they were unable to retract the helix. The lead became stuck in the atrium of the heart and the physician was unable to dislodge the lead. It was noted that there was no capture and poor sensing on the ra lead. The lead was capped and replaced with a new lead. No other patient complications have been reported as a result of this event.